Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the battery indicator fluctuates. Device powered off. Customer's blood glucose was 600 mg/dl. Device did not alarm low battery alert prior to the off no power alert. Buttons were unresponsive. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with all buttons responding properly, the keypad traces and keypad connector was inspected and no anomalies noted. The insulin pump powered up properly after battery installation however, was received with a corroded battery tube. The insulin pump was monitored and no blank display anomalies or off no power anomalies noted. The operating currents within specification and passed self-test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had stripped battery cap coin slot, cracked case at the display window corners, cracked battery tube threads and minor scratches on the lcd window.